Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels up to the 400s (mg/dl); however, the low bg value was not provided. Customer delivered boluses to treat elevated bg levels and consumed food and "sugar pills" to treat low bg levels. Customer also reported that they do not have a pancreas. Reportedly, customer has been in contact with their health care provider and pump settings are being adjusted.